Event description:
It was reported to boston scientific that a percuflex plus ureteral stent was intended to be used on a ureteral stones management procedure in the ureter, performed on (B)(6) 2023. During preparation, it was noticed that the stent was fractured. The procedure was completed successfully with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the bladder coil was torn. The suture and the positioner were not returned. A functional test was performed and a use of a mandrel of 0.036" passed through the stent without resistance. No other findings with the device were noted. The reported event of stent shaft break was not confirmed as a breakage was not detected during the analysis, and the issue was found in the coil and not in the shaft. Based on all the gathered evidence, the bladder coil was found to be detached. The suture was not returned, indicating that it was removed, and the stent was used. Therefore, it is possible that operational factors, interaction of the excess force during interaction with the suture string such as an entanglement before their use could have caused the tear that was observed and consequently affected the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific that a percuflex plus ureteral stent was to be used during a ureteral stones procedure in the ureter, performed on (B)(6) 2023. During preparation, it was noticed that the stent was fractured. Another percuflex plus ureteral stent was opened and used and completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.